Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and ketones. The reported blood glucose reading was 440 mg/dl. Troubleshooting was performed, and the insulin pump was found to be programmed correctly. The insulin pump did not pass the prime test as insulin did not exit the tubing. The high pressure test could not be conducted. All of the bolus and basal rate delivery totals did match the daily totals. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test, self test and error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the basic occlusion test, occlusion test and excessive no delivery test due to prime/fill anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.